Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and power error detected alarm. The customer¿s blood glucose level was 148 mg/dl and 242 mg/dl. The customer reported that they had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the keypad has been unresponsive at times. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer reported to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. All buttons functioning properly no damage on the keypad assembly.